Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was a clear fluid leak of approximately 30 ml under the unicel dxh 800 coulter cellular analysis system. The operator was wearing a lab coat and gloves, but without face protection during the event. There was no exposure to open wounds or mucous membranes and no one sought medical attention. Patient results were not affected and no erroneous results were generated or reported out of the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011, for this event. The fse found the nucleated red blood count (nrbc) chamber had a piece of rubber stuck in it causing the chamber to overflow. The chamber was removed, flushed out and all ports were clear. The fse also cleaned the stm (specimen transport module) tracks of the spill. The fse verified that the instrument was operational. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).